Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the power pcb connector cable was loose. Physio reconnected the cable and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use reported with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use reported with this event.